Event description:
It was reported a fractured tasp was returned on a worn instrument form. No patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and the post feature is fractured off. All pieces were returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies related to the event identified. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. A definitive root cause cannot be determined.